Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged copd while using the device. Patient also alleged seeing particles in the device and the device is making noise. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged copd while using the device. Patient also alleged seeing particles in the device and the device is making noise. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on may 02, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged copd while using the device. Patient also alleged seeing particles in the device and the device is making noise. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During inspection, the manufacturer found an unknown brown contaminant on the top and bottom enclosure, rear panel, and front panel along with liquid ingress with mineral deposits. An unknown dust like contaminate is found on the bottom enclosure, blower and a little heavier in the blower box. A black mark on the blower impellor seems to be ink from a marker. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer reviewed and unable to download device's event logs. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device which suggests that the source of contamination was external to the device. The manufacturer was unable to confirm the patients symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.